Event description:
The provider alleges the end user is sitting on the crossbars due to the upholstery sagging on a t4 wheelchair. The provider states the end user is in pain from sitting on the crossbars.